Manufacturer narrative:
Reported event an event regarding malposition and rom involving a triathlon baseplate was reported. The event was confirmed via medical review. Method & results product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: photos show a recently explanted device with biological material throughout. There were no other remarkable observations to note. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event cannot be confirmed without medical records and/or radiographs that document the revision. At this point the only data point is the pi report. Root cause: the root cause cannot be determined without additional medical records and radiographs. That said, the single x-ray appeared to show a mal-positioned implant which would explain the revision of the tibial component and could potentially explain the patient¿s complaint. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the clinical review suggested that "the single x-ray appeared to show a mal-positioned implant which would explain the revision of the tibial component and could potentially explain the patient¿s complaint." No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to extremely limited range of motion. A size 3 baseplate and 3x11 ps insert were revised to a size 3 universal baseplate with augments and stem, and a 3x16 ts insert. Rep reported that he may be able to get the date of primary implantation, and confirmed that no further information will be released by the hospital or surgeon.